Event description:
The manufacturer received information alleging the device shut down soon after the device was attempted to be used. There was no harm or injury reported. The device was replaced with the same model. The ventilator was returned to the manufacturer for evaluation and during the evaluation, an error code related to the charging of the internal battery was found in the ventilator's downloaded error log. The device's power management board would need to be replaced to address the issue. Determination made that the device will be discarded.